Event description:
Info received indicates the head up function is not working.

Manufacturer narrative:
The tech found contamination on the valve. The tech replaced the head up valve to repair the bed.